Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10: 152836 - agc anatomic intlk fmrl 70 rt 0 - 477760. Visual examination of the returned product found that the tibial plate, femoral and art surface were removed. Femoral and tibial plate show bone cement attached. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is no evidence of loosening or abnormal radiolucency. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the patient underwent an initial surgery. Approximately 16 years later, they were revised due to loosening and osteolysis. Both the femoral and tibial components were loose. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : unknown: unknown articular surface - unknown. Unknown: unknown femoral component - 477760. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00498, 0001825034-2024-00499.